Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex: no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. UDI: n/a as this product code is not exported to the us market. Implanted date: no patient involvement. Explanted date: no patient involvement. Occupation - clinical engineer. G4: PMA/510(k)- k071494, k130520. The actual sample was returned for evaluation. Visual inspection of the actual sample found that the lock adapter had come off from the male connector of sampling system. Magnifying inspection of the male connector of actual sample did not find any anomaly such as a deformation. Magnifying inspection of the lock adapter of actual sample found deformation as if it was held by forceps on the side surface. This suggested that the lock adapter may have been excessively tightened. However, it was not possible to clarify when the deformation occurred. The outer diameter of the rib of male connector and the inner diameter of the lock adapter were measured and compared with a factory-retained product. No difference was found. Elemental analysis of the surface of actual male connector was performed by sem-edx (scanning electron microscopy/energy dispersive x-ray spectroscopy). As a result, si was detected in the cock of involved three-way stopcock, which was likely to be derived from the silicone applied for the purpose of improving lubricity. Simulation testing was conducted. As a simulation test, after applying silicone to the male connector of factory-retained sampling system, the female connector was connected and applied torque force to the lock adapter. It was found that the lock adapter was come off. Our sampling system is designed so that the internal step of lock adapter is caught on the ribs of male connector to prevent loosening when the female luer is fixed. Therefore, if the internal step completely overcomes the ribs for some reason, the fixing may come off. Review of the manufacturing record and the shipping inspection record of the actual sample confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Cause of occurrence/conclusion that the mechanism by which the silicone applied to the lock was transferred to the male connector was investigated. As a result, it was found that when the product was stored in a sealed state, the concentration of silicone volatilized in the peel pack increased, and it was transferred to other sections. In addition, it was inferred that the longer the period from the sampling system assembling process to the delivery to the oxygenator manufacturing process, the more silicone volatilized and transferred to other sections. Relevant IFU (instructions for use) reference: do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off. (B)(4).

Event description:
The user facility reported that when capiox device involved pre-connect circuit was opened and installed in the oxygenator, it was confirmed that the lure of sampling system had come off. It was replaced with a hospital-retained another similar part. The event occurred pre-treatment. There was no patient involvement.